Manufacturer narrative:
(B)(4). Channel retainer detached.

Manufacturer narrative:
(B)(4): evaluation summary: the analysis results found that the device was received with the clamping mechanism damaged as the anvil was detached and missing. No reload was returned. Due to the condition of the device, no functional test could be performed. The device was disassembled to verify the conditions of the internal components; the channel retainer and the firing rod were found damaged. While no conclusion could be reached as to how the clamping mechanism became damaged, it should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications prior to shipments, in addition, a sample of the batch is inspected at (B)(4).

Event description:
It was reported that during a video-assisted-thoracic-surgery the surgeon was stapling through thick lung tissue with a blue reload and when he fired the stapler it damaged the anvil and broke after firing. They had completed this part of the the case at that point. There was no issue with the staple lines. There was no patient consequence.